Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was severed and missing. The damage to the electrode belt cable caused the disruption of communication between the monitor and electrode belt. The root cause for the severed cable was physical abuse. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the communication failure was isolated to a damaged u612 inverting charge pump on the computer/analog board. Root cause investigation of similar failures monitor determined that physical damage to the electrode belt trunk cable caused the damage to the u612 inverting charge pump. It is unknown how the damage to the electrode belt cable occurred. Up to the point of the damage, the lifevest was properly monitoring the patient's ECG signal. Due to the damage to the device, it is unknown if the patient was in a treatable rhythm during the event. No deficiencies were alleged against the lifevest. It cannot be positively determined whether damage to the device caused or contributed to the patient death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 at approximately 7:30 am while wearing the lifevest . The patient was home in an armchair at the time of the event and was found unconscious by his wife. The lifevest was reportedly not alarming. Ems was called and attempted resuscitation. It was reported that the death was cardiac related. A review of download data indicates that the electrode belt stopped communicating with the patient's monitor at 06:59:34 on (B)(6) 2016, approximately 30 minutes prior to the patient's death, due to physical damage to the electrode belt. The patient's rhythm at the time of the communication disruption was a sinus rhythm (90 bpm). No ventricular arrhythmias were detected by the lifevest.